Event description:
(B)(4). I've had swelling, inflammation, chronic pain, fatigue and stiffness in my hands, hips, and legs. Ana lab test showed high levels and positive results - diagnosed with lupus and rheumatoid arthritis.